Manufacturer narrative:
No consequences or impact to patient. Leak(s). Evaluation of the returned device concluded that a leak occurred in a region where the y-port and the feeding tube are bonded. The leak is likely attributable to an inadequate bond joint created during the manufacturing process.

Event description:
It was reported to boston scientific corporation on april 14, 2008 that a corflo cubby low profile gastrostomy device was used for a percutaneous endoscopic gastrostomy (peg) procedure performed the month prior (patient age, gender and weight unknown). According to the complainant, the right angle feeding tube leaked between the y-port and the tube. The procedure was completed with another cubby low profile gastrostomy device. No patient complications were reported as a result of this event.